Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys probnp ii immunoassay result for one patient sample. The initial result was 9.70 pg/ml and was reported outside of the laboratory. The repeat result was 8234 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 227748. The expiration date was requested but was not provided. The qc results were within the acceptable range. No problems were found with any other samples. The field service representative adjusted the sample probe alignment, replaced the pinch tubing, performed liquid flow cleanings, and ran analyzer performance testing which passed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.